Manufacturer narrative:
Two samples from the patient were provided for investigation. It was determined the samples contain an interfering factor against the streptavidin component of the estradiol assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.".

Manufacturer narrative:
The customer pulled serum tubes and plasma tubes from random patient samples and tested these on both the e 411 and e 601 analyzers. There were no differences in results measured from these samples. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for three samples from the same patient tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. Incorrect results from each sample were reported outside of the laboratory. Refer to the attachment for all patient data. For each sample, a plasma tube and a serum tube were collected at the same time. For initial testing, the plasma tube for the first sample was tested on the e 601 analyzer and the plasma tube for the second sample was tested on the e 411 analyzer. The customer questioned the result difference between the first and second sample, so both serum and plasma tubes of each sample were repeated on both analyzers on (B)(6) 2020. The first and second samples were also sent to another site for testing on an abbott analyzer. On (B)(6) 2020, a third sample was collected from the patient. A serum tube and plasma tube were collected at the same time. Each tube was tested on the e 411 and e 601 analyzers. Each tube was also diluted 1:2 and 1:5 and repeated. The serial number of the e 601 analyzer is (B)(4). The serial number of the e 411 analyzer is (B)(4).